Manufacturer narrative:
The reported event involving a pcu device causing an error code 152.3010 was confirmed at dynamed ontario depot . It was found by dynamed ontario depot that the reported error code was caused by a "bad logic board". This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient harm occurred.

Event description:
It was reported that the sn (B)(4) presented with an error code 152.3010 which pointed to the logic board- the device is still under warranty and was returned to bd for repair. As stated by customer there was no patient involvement .